Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced fungal peritonitis which was manifested by cloudy effluent. The cause of the peritonitis was unknown. Two days after diagnosis of the event, the patient was hospitalized for the peritonitis. On an unknown date, pd therapy was discontinued and the pd catheter was removed. The patient was not treated with antibiotics. The patient remains hospitalized. At the time of this report, the patient outcome was unknown. No additional information is available.